Event description:
During re-infusion in our patient we found bleeding in connection of dialysation cannula. After detailed look we found a root of cause - rupture of permanent cannula in the line connection with firm part of catheter. Patient had to undertake catheter exchange.

Manufacturer narrative:
Received one 14.5f x 24cm hemo-flow for evaluation. The lumen was cut below the hub leaving a 4.3cm portion of lumen attached to the hub. The remaining lumen was not returned. A visual examination revealed a hole in the arterial side of the lumen at the lumen to hub junction that leaks when the device is flushed. The hole is only visible when the lumen is manipulated away from the hub. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event. An implanted catheter is exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to: patient physiology, care and maintenance of the catheter by healthcare providers and the patient, exposure to site care agents and ointments, locking solutions, and off the label uses such as medication administration. The longer the catheter is implanted and functioning properly the less likely a catheter's failure can be contributed to a manufacturing defect. The device involved in this event was implanted for 15+ months.